Event description:
It was reported that the articulink was broken and the screw was missing. This insturment was used in a clinical case; however, there is no info available to confirm whether the failure occurred during the case. No pt injury or adverse outcome occurred.